Event description:
Patient underwnet a cysto-ureteroscopy procedure. After the procedure, during recovery, the pt complained about pain on their hand and at that time a burn on the pt's right hand in the area between the index finger and thumb was observed. A plastic surgeon was called to examine it and a surgery to remove the burned skin was done in 07/05 and the pt was discharged the next day. The hospital suspects the burn was caused as result of the light cable being detached from the telescope, then laid across the pt's chest and left on the hand.